Event description:
It was reported that during therapy, an intra-aortic balloon (iab) perforation and leak occurred. The pump was placed in standby per protocol and therapy was discontinued. It was noted that prior to the leak two "low gas" alarms had occurred but no blood was visible in the tubing at that time. The patient had already been very sick and ultimately expired approximately 6 hours after discontinuation of iab therapy. The iab could not be removed due to coagulopathy. Blood products ordered. The hospital chose not to replace ruptured iab due to failing and deteriorating condition of the patient.

Manufacturer narrative:
Occupation - msn, rn, acns ¿ bc, aprn, ccrn - cmc / clinical nurse specialist. Additional initial reporters - (B)(6), ICU rns & (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Updated fields: brand name, version or model #, catalog #, unique identifier (UDI) #, PMA/510(k)#. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.